Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right ventricular lead was repositioned due to dislodgement. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. There was an explant date provided so it is unclear if this lead was removed or repositioned. The explant and event date provided did not make sense so they were left off of this report.